Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 300 mg/dl. The customer stated that the insulin pump has been exposed to high magnetic field. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, or verify the operating currents due to motor error alarm.